Event description:
It was reported that the femoral head will not articulate in bipolar head. Device was never implanted, problem noticed during assembly on back table. There was no adverse consequence for the pt or delay in surgery or anesthesia time.